Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral capsular contracture; baker grade iii, post-procedure. The capsular contracture was diagnosed by a doctor. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.